Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient information was requested but not provided.

Event description:
It was reported that the IV infusion pump would not turn on and it was noted that there was corrosion on the device's metallic connectors. The event resulted to delay of care. The event occurred in ICU/ccu.